Event description:
Customer reported a high blood glucose event with the highest level recorded at 611 mg/dl. Cause was not known. Customer took corrective actions including a correction injection via multiple daily injections (mdi) and a correction bolus using the pump. Control iq feature was not activated at the time of the incident. Customer did not require third-party assistance. Customer was experiencing neither frequent nor recurring high blood glucose levels. Technical support advised the customer to consult with a healthcare provider to discuss factors affecting blood glucose levels.